Event description:
The facility reported that a staff member got shocked when they touched the pump. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Although baxter attempted to obtain information, details were not avaiable regarding additional contact information, patient demographics, medication involved, or pump programming.

Event description:
The facility reported that a staff member got shocked when they touched the pump. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming